Event description:
Customer was unaware that meter did not provide a normal range for d-dimer test. Customer reviewed previous cases and established that only one case had results that would have been abnormal using <400 as the normal range: pt with history of "heat related issues" had an EKG performed which showed a right bundle branch block. Pt was dispatched to ER by ambulance. Blood draw resulted after pt was sent to ER with results of: ckmb = 3.7, myo = 424, tni = <0.05, bnp = 62.3, d-dimer = 1050. Customer noted pt is now fine and at home. Results considered a false negative.

Manufacturer narrative:
Investigation pending.